Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The peritonitis was manifested by abdominal pain and stomach pain, further described as stomach was swollen and sore. On the same day as peritonitis onset, the patient was hospitalized for the peritonitis and two other indications. The patient was diagnosed with peritonitis based on an elevated leukocyte cell count. On the same day as being admitted to the hospital, the patient began treatment for the peritonitis with intraperitoneal vancomycin and ciprofloxacin (cipro) orally (doses and frequencies were not reported). At the time of this report, treatment with vancomycin and cipro were ongoing. Ten days after onset, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.